Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent nocturnal low glucose events between approximately 2¿4 a.m., with a documented nadir of 44 mg/dl after announcing two smaller-than-usual meals within about an hour before sleep while using the ilet with an inset infusion set. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate and no need for professional medical intervention. Investigation included troubleshooting and education on meal announcements and meal sizing. Investigation of this case revealed use-related factors consistent with closely timed meal announcements and possible incorrect meal size estimation leading to excess insulin delivery relative to need, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement timing and meal size estimation.